Manufacturer narrative:
There is limited info at this time. Reference numbers 03821640 xia lp polyaxial screw 6.5 x 40 mm & 03821645 xia polyaxial screw 6.5 x 45 mm are also associated with the event, but it is unk which, if any, of the devices may have caused or contributed to the event. Additional info has been requested and if received will be supplied on a supplemental.

Event description:
It was reported in a legal claim "the claimant alleges xia screw failure, one of the sacral transpedicular screws was loose."